Event description:
A customer reported experiencing a cartridge alarm 20 during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. To address the issue, technical support decided to replace the pump and instructed the caller on the necessary procedures for returning the faulty pump. Meanwhile, the customer was advised to use multiple daily injections as a backup insulin therapy.